Event description:
A consumer reported an event with band aid brand kpp (kizu power pad) bandage. On (B)(6) 2022, a consumer got scratches on the forehead and cheek and applied kpp to them. On (B)(6) 2022, he/she removed the product, and redness was noted on the scratch on the forehead. Exudate fluid seemed to have already stopped. Since the scratch on the cheek was still weeping, his/her family member told the consumer to visit a doctor. After that, the consumer did so. The doctor told the consumer that there was no problem with the scratch because it was slight. A medicine and medical tape were applied to the scratch on the cheek in the hospital. The scratch on the forehead was left as it was. The consumer is still experiencing the symptoms.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient age at time of event, gender, weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Upc, lot number and UDI# are not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.